Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. An episode of non-sustained right ventricular oversensing was seen via remote transmission. The device exhibited post-paced t-wave oversensing. Programming changes resolved the oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.